Manufacturer narrative:
The insulin pump alarmed during rewind due to motor encoder signal out of phase. We were unable to perform any tests due to alarm. The insulin pump was received with broken reservoir tube lip, cracked case near display window corners, missing end cap sticker, and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call that his wife's insulin pump alarmed motion sensor test failure. The patient's blood glucose at the time of incident was 220 mg/dl. The device kept going into rewind and alarming motion sensor test failure. The insulin pump was returned for analysis.